Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased sodium result while using the architect c4000 analyzer. The customer provided the following results: sid (B)(4) , (B)(6) female. Initial: 120 mmol/l, retested on a second analyzer: 137 and 136 mmol/l (normal range 137-145mmol/l) there was no adverse impact to patient management reported.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, abbott field service review, a search for similar complaints, and a review of product labeling. An abbott field service representative (fsr) completed troubleshooting of the instrument. The fsr noted the tubing from the ict warming ring had an obstruction. The part was replaced to address the issue and was later determined to be the likely cause for the decreased sodium results. No additional discrepant results were reported on this analyzer after this tubing was replaced. A service history review of the instrument found no additional complaints for erratic of discrepant patient results on this analyzer. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i1000sr analyzer, ln 01l86 was identified.